Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that customer had an air lock in their leg bag. Representative attempted to explain to customer that the leg bag did not have an air vent and was prone to air lock. Described opening the system to allow air in or break the air lock.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "occlusions (for bed/leg bags)". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had an air lock in their leg bag. Representative attempted to explain to customer that the leg bag did not have an air vent and was prone to air lock. Described opening the system to allow air in or break the airlock.